Event description:
It was reported that an asymptomatic patient was in clinic for routine follow up, the atrial lead exhibited noise. The noise could be reproduced with pocket manipulation. Noise could not be reproduced with isometrics and arm movements. The physician suspects insulation abrasion. The patient would be monitored.